Manufacturer narrative:
It was noted that the insulin pump was received with normal operating currents and no unexpected off no power, low battery, or battery out limit alarms. The insulin pump had an intermittent button response due to corroded keypad traces. There was no button error alarm noted during testing. The insulin pump had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she could not clear the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.